Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument data, the cse discovered excessive serum build up on the sample port. The cse replaced the sample syringe, tubing, and plunger tubing. The cse ran quality controls and patient samples and verified the dispense port for drip, and none was observed. The cse also verified sample probe to versacell calibration. The cause of the discordant, falsely elevated hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The customer also repeated a previous sample from the patient which was tested two days prior to the sample in question. The sample was repeated on the same instrument, resulting without change. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false falsely elevated hcg result.